Event description:
The facility rep reported an infusion pump with no alarm for air found during pt use. No pt injury was reported, and no medical intervention was needed. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Alternate contact info was requested but no alternate contact was identified.